Event description:
Revision surgery - due to pain, being unstable and a fracture.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 2.25 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product: ncmr # (B)(4) included (B)(4) parts with scuffs; the parts were reworked and accepted. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one broken/cracked/damaged devices, one revision, (B)(4) due to dislocation, three due to pain, six due to infection, eight due to trauma, one for device loosening, one due to surgical technique, (B)(4) for stability/ poor joint issues, seven for dissociation, and one for a missing feature. This is the first complaint for this lot number. The root cause for the pain was most likely due to instability and fracture. There are no indications of a product or process issue affecting implant safety or effectiveness.